Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high pacing impedance. No intervention or changes were reported. The patient's condition was unknown.